Event description:
Back pain, unexplainable pelvic pain, joint pain, migraines every morning, and my obgyn tried exploration surgery and couldn't find anything wrong, and I got with a group of women who have these same symptoms. I think it should be on recall. I don't think any women should get this. I have 3-5 menstrual cycles a month and bleed ridiculously bad. I want this not to be an option and out of me.